Event description:
Implanted in 2002. Second surgery a month later to "reposition a lead." Third surgery 7 mos later to "reposition a lead." Fourth surgery 1 month later to "cap off bad lead and replace with new lead" and to implant a "patch" or "booster." Fifth surgery 3 mos later to replace aicd because it had started beeping. Even though physician maintains that surgeries 2, 3, & 4 were to reposition or replace leads and implant booster, I am convinced that the aicd was defective from the start and caused "bad readings" which resulted in four "unnecessary" surgeries. All of these surgeries required that I be off from work for six to eight weeks at a time. I had virtually no income for more than a year, not to mention the toll all those surgeries took on my body and my level of energy to function on a day-to-day basis. Guidant 6 ventrak prism dr, model 1853, implanted. No surgeries needed to reposition or replace leads since that time. Ventrak prism dr, model 1853, is apparently not on the recall list. However, I experienced excruciating pain for approximately six-months, approximately 7/04 - 3/05-with this new aicd.